Event description:
It was reported this was an arteriotomy closure of a moderately calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when removing the plunger, the suture did not deploy. This occurred with five devices. The suture of two new prostyle devices were successfully pre-placed. The sheath was upsized to 16f, and the procedure was completed. However, hemostasis was unable to be achieved; therefore, a cut down was performed and manual suturing was performed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are being filed under separate medwatch reports.